Event description:
During a coronary artery drug eluting stenting procedure the delivery balloon stuck in the taxus express2 8.8% 3.5x32 mm drug eluting stent. The target lesion being treated during the index procedure was a 4 mm, 80% stenosed region of the mid right coronary artery (rca). The physician predilated the target lesion prior to successfully placing one taxus express2 8.8% 3.5x32 mm drug eluting stent. The drug eluting stent was post dilated after deployment. The pt was discharged from the hospital the next day receiving asa, and plavix. The site reported that the stent was successfully placed and the delivery balloon was eventually withndrawn after re-inflating the balloon several times.